Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause was determined to be due to the component issue. No further investigation or corrective action is necessary.

Manufacturer narrative:
The device history record was reviewed and there were no anomalies. The module was returned and the pcb was found defective. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported an error message(foot control not responding) was received. The machine was rebooted and the same error message came up along with surgical mode is not available. The surgeon had to convert to an ecce (extracapsular cataract operation). The surgery was aborted with no intraocular lens inserted in the eye. The patient required a second procedure under general anesthetic. A washout and a lens was inserted. The patient has been seen and is doing well.